Manufacturer narrative:
The current status: the drx revolution system will be shipped to (B)(6) in the u.s. For further analysis/investigation. Based on the current information, root cause cannot be determined at this time. Carestream will follow up with a 30 day supplemental report. It should be noted that the s/n for the device has been recorded; however, UDI was not enforced at the time of manufacture.

Event description:
The site reported that upon raising the drx revolution ac breaker, the system ignited which required a fire extinguisher intervention. There is no injury associated with this incident. Root cause cannot be determined at this time. The drx revolution system will be shipped to (B)(6) in the u.s. For further analysis/investigation.

Manufacturer narrative:
Per the investigation, carestream believes this event was internal to the drx-revolution, however, carestream cannot determine the exact root cause for the reported event. This issue is singular in nature, there is no evidence of an adverse trend. Based on the evidence captured from the on-site inspection/evaluation. Carestream does not believe the customer site or operator error contributed to the reported event. The event caused significant damage to the system. This is the reason for the system being replaced at the site. This event caused the revolution to self-protect and shut off the circuit breakers, as it is designed to do when an unintended and possibly damaging or unsafe event occurs. The investigation shows that this system failed safely as designed. It was only after the operator re-energized (powered on) the unit, that the failure mode escalated. The CAPA has determined that this event does not impact devices in the installed base and is an isolated event only. The risk has been mitigated because the system was replaced. There is no further action.

Event description:
The site reported that upon raising the drx revolution ac breaker, the system ignited which required a fire extinguisher intervention. There is no injury associated with this incident. The drx revolution system will be shipped to csh in the u.s. For further analysis/investigation.